Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-p631 (reference 414961). The customer reported a (B)(6) not detected in 8.01. (B)(6) was confirmed using disk diffusion and by pcr (meca+). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a discrepant cefoxitin screen test (oxsf) results for a staphylococcus aureus from patient isolate associated with vitek® 2 v7.01 and v8.01 software, ast-p631 card. The disc diffusion for cefoxitin (fox), which is the reference method for oxsf test, gave : d=19 mm r. The reference method (agar dilution) for oxacillin (ox) gave susceptible results (ox mic = 1 mg/l s). Tests performed on the vitek 2 ast-p631 card and system vitek 2 v7.01 impacted (aes parameters: casfm eucast 2016 + phenotypic): three (3) ast-p631 cards (one from customer lot #7310586203, cl1, one from customer lot #7310634403, cl2, and one from a random lot #7310676103,rl) were tested from cba (cos bmx) subculture: - cl1, cl2 and rl: ox mic = 1 mg/l s, oxsf negative test with "acq pase or modification of pbp, acquired penicillinase" phenotype. - the ox values are within essential agreement compared to the reference mic (1 mg/l ), and no category error. - the negative oxsf tests are not correlated with the disc diffusion result (fox kb r). Tests performed on the vitek 2 ast-p631 card and system vitek 2 v8.01 impacted (aes parameters: casfm eucast 2018_v1): three (3) ast-p631 cards (one from customer lot #7310586203, cl1, one from customer lot #7310634403, cl2, and one from a random lot #7310676103,rl) were tested from cba (cos bmx) subculture: - cl1 and cl2: ox mic <= 0.25 mg/l s, oxsf negative test with "acquired penicillinase" phenotype. - these ox values are an essential agreement error compared to the reference mic (1 mg/l) without category error. - rl: ox mic = 0.5 mg/l s, oxsf negative test with "acquired penicillinase" phenotype. - the ox value is within essential agreement compared to the reference result without category error. - the negative oxsf tests are not correlated with the disc diffusion result (fox kb r). Conclusion: customer false oxsf negative results is reproduced internally on both vitek 2 versions v7.01 and v8.01. Root cause - non-identified. Late growth of ox wells and no growth in cefoxitin wells leads to nondetection of mrsa strain.